Manufacturer narrative:
Ra has just received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Laparoscopic cholecystectomy - "this is the complaint from the market (our staff from sales and marketing dept). Please refer to the complaint sheet for investigation." "When the user checked the inside of the body after surgery, they found a piece of septum and removed it from the body. (B)(4) have confirmed the following about the subject device : (B)(4) the septum in the duckbill had a lost part. When we put the enclosed piece to the lost part, it nearly fit but was partially missing. The piece was 4.5 mm long and 2.7 mm wide. Please investigate the following: why was the septum damaged? Would you give me the check result of the device history record?"